Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. There was a fault code 55 message. The customer powered the unit's on/standby switch off and on; the unit powered up and began pumping without further problems. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the keypad controller board. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.